Event description:
It was reported that, "there are 2 screws that lock in the anterior cutting guide and during the surgery the screw holes that are permanently affixed to the alignment guide became lodged together. This inhibited the recession guide from moving up and down as needed. Item ceased operating as specified."

Manufacturer narrative:
Additional info pertaining to the device referenced in this report was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.